Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, reduced battery life, failed battery test, and that the device had on off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.